Manufacturer narrative:
Attempts have been made to acquire missing information with no results. If additional information is acquired, a follow up to this report will be filed.

Event description:
On an unknown date there was allegedly a screw back out. Unknown if there is patient harm.

Manufacturer narrative:
Resolve was initially notified verbally from the customer of this complaint however no information was provided. Multiple attempts were made to obtain additional information from the customer with no response received. The report was submitted to the FDA in order to stay compliant. This follow up is to note that this adverse event was submitted in error after finding out from the customer that the event did not occur. The following sections of this report have been left blank due to information being unavailable or nonapplicable

Event description:
On an unknown date there was allegedly a screw back out. Unknown if there is patient harm.